Manufacturer narrative:
The facility name and phone number should have been mclaren bay region and +1(989)894-3278 rather than mclaren bay and +1(989)894-3000, respectively.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient was discharged with no adverse consequences reported.